Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. Through follow-up communication livanova learned that: the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use disposable gloves were used only for device cleaning heating blanket were not used the device is drained every day and daily h2o2 level check is not performed the device is refilled daily with h2o2 prior each use the hospital uses a t-safe medical tap filter the device surfaces are cleaned with clinell universal wipes the water circuit are not disinfected prior device storage the aerosol collection set is replaced each 7 days the heater cooler is not used in connection with other devices the field blue tubing set is replaced every year other devices/surfaces of the or/ICU were not tested to identify the source of contamination the tap water was tested and results have not yet been shared with livanova if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that results of tap water performed did not show any mycobacterium contamination. Based on available information the wipes used by customer are not the ones recommended by device instruction for use and the water circuit are not disinfected prior device storage. Even if no definitive conclusion could be reached on the source of device contamination, a contribution of the above mentioned deviations from device instruction for use cannot be excluded as potential cause which led/contributed to the reported event.